Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse attended the next procedure to observe the jerking issue and found no issues. The system was tested and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the adrenalectomy procedure was performed on the reported event date 11-oct-2022 on system sk0447. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the right mtm was jerking during procedure. Uncontrolled/ unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the surgeon felt right master tool manipulator (mtm) was jerking. An isi technical support engineer (tse) reviewed the system logs and found no errors related to the complaint. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer felt some jerking in right mtm during the end part of the procedure. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and the procedure was completed with all 4 arms.